Event description:
The customer reported the device was not charging. It was later clarified that the device was giving a battery low message even when the battery was fully charged. There was no pt involvement.

Manufacturer narrative:
(B)(4).